Event description:
The customer was hospitalized for high blood glucoses. It was indicated that the doctor thinks the insulin was not delivered. The customer informed that they used a vial of insulin that the doctor advised not to. It was indicated that the customer has symptoms of dka. Suggested the customer use the back up plan of manual injections. Troubleshooting was performed. The programming on the pump was correct. The set was disconnected and a fixed prime was run with the reservoir in the pump. The insulin exited.